Event description:
A doctor of ophthalmology reported sporadic cases of phacoburn episodes during cataract surgeries while using flared tips. The issue compromised the closure of cataract incision. The issue occurred specially in patients with hard cataract cores. No additional information is expected.

Manufacturer narrative:
Evaluation summary: no sample was returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because the sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No additional information is expected.